Event description:
The device was returned to the service center with a report from the customer contact "error 09/007/036". No add'l info was provided. This is not a reportable malfunction. However, during verification testing at the service center the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code.

Manufacturer narrative:
During testing, at power up the device alarmed for 11/004 (less than 2.0 volts on lithium battery) service code alarm. The customer reported error 09/007/036 service alarm code was not duplicate; however, was noted in the history. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.